Event description:
It was reported that a user woke with elevated blood glucose around 200 mg/dl, announced breakfast, received 6 units of insulin via the ilet system, and glucose subsequently decreased to 86 mg/dl; the spouse inquired about announcing an upcoming lunch meal, and standard education was provided regarding announcing meals exceeding 15 grams of carbohydrates and general algorithm behavior. Symptoms included transient hyperglycemia followed by glucose reduction without reported adverse effects. Outcomes included no need for medical assistance and no reports of hospitalization. Investigation included customer counseling on device use, meal announcing practices, and guidance on recognizing and treating lows. Investigation of this case revealed no device malfunction and no alarm or alert behavior was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.